Event description:
Per the audiologist, results of an integrity test done in 2008 (date not reported) were consistent with normal receiver/stimulator function with abnormal output on multiple electrodes. Deactivation of the abnormal electrodes was recommended. On january 05, 2009, the clinic notified the manufacturer that the patient's device was explanted in 2008 due to decreasing sound performance. A new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.